Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to 17.9 mmol/l (322 mg/dl) after approximately 25-36 hours of pod wear, and the patient developed symptoms of illness with the presence of ketones noted. The patient¿s parents reported that the 17-month-old patient was taken to the (B)(6) hospital for children on (B)(6) 2025, where the patient was diagnosed with covid-19. No specific treatment was provided at the hospital, and the patient returned home the same day after approximately 7-8 hours, with instructions for home monitoring and care. It was additionally noted that the pink slide advanced during pod application; however, the status of the cannula insertion into the skin at the time of application or upon pod removal were not specified.